Event description:
As reported by an edwards lifesciences affiliate in japan, during a trans-subclavian transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 valve, calcification became perforated on the sinotubular junction (stj) post-dilation due to paravalvular leak (pvl). Cardio-pulmonary bypass (cpb) was initiated. Hemostasis was completed by a pledget and threading the felt. The patient returned to intensive care unit (ICU) after withdrawal from cpb.

Manufacturer narrative:
Investigation is still ongoing. Device remains implanted in the patient.

Manufacturer narrative:
Per the latest report t patient postoperative course was going well and the patient was undergoing rehabilitation after extubation. The edwards sapien 3 transcatheter (9600tfx) valve was not returned for evaluation. A review of device history record (DHR) work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. Since there is no evidence of actual or potential product non-conformance contributed to the complaint, a lot history review is not required. No imagery was returned. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The labeling/instructions for use (IFU) for the commander delivery system with sapien 3, IFU, patient screening training manual, and procedural training manual were reviewed. Per the warnings/caution: ensure there is no residual contrast medium left in the balloon to avoid potential difficulty with valve alignment during the procedure. Maintain the inflation device in the locked position until thv deployment. Verify the correct position of the thv with respect to the target position. No IFU/training deficiencies were identified. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv oversizing, severely obliterated sinuses of valsalva, porcelain aorta, and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to cardiovascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to the annular rupture. Investigation results suggest that bulky calcium (patient factors) can increase the risk of calcific nodule displacement into the vasculature, which can lead to cardiovascular injury. The complaint for paravalvular leak ''was unable to be confirmed due to unavailability of provided imagery or medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. As reported, ''a 23mm sapien 3 valve was deployed in 80:20 aortic/ventricular position with 1ml less than nominal volume as intended. After sapien 3 valve deployment, pvl remained around an aortic valve. Post-dilation was performed and after that, hypotension was prolonged and pericardial effusion was rapidly observed'', and ''an aortic annular area was 380.0 mm2 with moderate calcification and moderate to severe aortic root calcification''. In this case, it was likely that the valve was under deployed or expanded due to less volume was used for valve deployment. Additionally, patient had moderate to severe aortic root calcification, which could create irregular contact between thv and annulus, compromising the seals and resulting in pvl. In this case, there was no allegation or indication a product malfunction contributed to the pvl. As such, available information suggests that patient factors (calcification) and/or procedural factors (under expanded valve) may have contributed to the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.